Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with dizziness and lethargy. Upon admission, the patient had orthostatic blood pressure with subsequent decrease in pump flow and pulsatility index (pi) values. The patient was since found to have gastrointestinal bleeding upon admission. Review and analysis of the submitted data log file by a representative of the technical services team indicated a single low flow hazard alarm where the estimated pump flow values fell below the 2.5 lpm threshold. There were 24 pi events recorded in the data log file. No other information was provided.

Manufacturer narrative:
A correlation between the report of gastrointestinal bleeding and the device could not be conclusively determined as the patient remains ongoing on pump support. Additionally, the report of low flow alarm and intermittent pulsatility index (pi) events was confirmed based on the evaluation of the submitted log file; however, a cause for the low flow alarm and the pi events could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the hospital personnel on (B)(6) 2016 stating that the patient was admitted for gastrointestinal (gi) bleeding on (B)(6) 2015. The patient underwent single balloon deep enteroscopy and a single bleeding angioectasia was found. The patient was treated with argon plasma coagulation injected therapy. The patient's gi bleeding resolved and the patient was discharged home on (B)(6) 2015.